Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer service center, a malfunction of oxygen regulation alarm occurred. The inline tubing filter was observed to be blocked. The filter was cleaned and the device was recalibrated to address the issue.